Manufacturer narrative:
Correction: device serial number provided. Additional information: a medtronic representative reported that the system resides in a marketing vip suite and is only used for demonstrations -- not used clinically. The system hardware has been checked and confirmed to be fully functional. Device manufacturing date provided. The software log files were reviewed by engineering. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a product demonstration, the navigation system display went black while in navigate. An error message appeared stating "internal error" and the message appeared on both monitors. There was no patient present when this issue was identified. No additional information was provided.